Manufacturer narrative:
Concomitant medical devices: d334drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported the patient presented to the emergency room with palpitations and chest pain. A remote monitor transmission revealed possible over-sensing of the atrial lead during arrhythmia. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.